Event description:
It was reported that when the device was used during a laparoscopic gastric bypass, the staple line was incomplete due to malformed staples. They opened other devices to complete the case. There was no consequence to the pt.